Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a set screw with a rounded socket, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the atrial lead would not be fixed into the implantable pulse generator (ipg) connector. The lead wrench did not click during tightening of the set screw so a new one was used, however, it made no difference. The screw was difficult to unscrew and the physician decided to use a different device. No patient complications have been reported as a result of this event.